Event description:
As reported, during use of the three .018 sv short 300cm sv guidewires, that the distal tip portion of the guidewire was torn and detached. There was no reported injury to the patient. The devices will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.